Event description:
During a preventative care visit, the technician reported the device is missing the o-ring. There was no patient involvement, no adverse consequences, no medical intervention and no delays.